Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a cuff was noted on the balloon upon removal. Removal caused mild urethra trauma, no add'l medical intervention was necessary.